Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As result, the patient underwent a procedure wherein the lead was removed and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or high pacing thresholds.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As result, the patient underwent a procedure wherein the lead was removed and replaced. Additional information stated the dislodgment was first suspected due to high pacing threshold measurements.